Event description:
During the device use to monitor a pt, it was reported that it lost power. The users turned the device back on to continue treatment but the issue persisted. The device use had no adverse effects on the pt since it was not required to provide defibrillation therapy during the event. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.